Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported adverse impact to the customer¿s blood glucose level. Customer cleaned speaker holes as instructed, removed and reconnected cartridge, and successfully resumed insulin after waiting, and pump resumed normal operation while technical support provided tips to help prevent future altitude alarms.